Event description:
Patient has a conserve plus (mom) which was originally implanted in 2009. It was revised today, (B)(6) 2014 due to pain and increase in serum levels. She did have metallosis and quite a bit of corrosion on implants. Patient has an attorney that requested all implants. Could not get catalog / lot numbers due to bone & corrosion. (Medium activity level).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.